Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella did not curl enough to enter the conveying device, the surgeon had to replace with a new one. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The seal and tension spring assembly was returned for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The seal was observed to be intact with no defects observed. It was observed to be open, with no cracks or delamination observed. Based on the return condition of the seal, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella did not curl enough to enter the conveying device, the surgeon had to replace with a new one. The hospital did not report any patient effects.